Event description:
The pump was implanted on friday. Saturday the patient took 2 norco. On the date of this report, the patient was admitted for suspected opioid overdose. The patient had an altered mental status; was hypotensive; was somnolent; and reported chest pain to the nurse at bedside. The pump was turned down to minimum rate. The patient status was reported as ¿alive-no injury¿. The device system was delivering morphine. As of 11/25/2014, the patient was reported to be ¿fine¿. The cause of the overdose was unknown. There were no programming errors that this reporter was aware of. The cardiologist ordered further tests, but the patient was expected to be discharged.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n488678, implanted: (B)(6) 2014, product type: accessory. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).